Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger won't power up) has been confirmed. Upon eval the power brick connector's pins were recessed, and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.

Event description:
A (B)(6), female, pt, contacted zoll customer support to report that the battery charger wasn't working. The pt stated it would only work when she propped up the cable. The pt was issued a replacement battery charger/modem.